Manufacturer narrative:
Although the reported power elevations were confirmed through the evaluation of the submitted system controller log files, a direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. It should be noted that pump power elevations over 9 watts were captured on (B)(6), accompanied by pi events. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The log files appeared to show the system operating as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device - 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had continued elevated lactate dehydrogenase (ldh), flows and powers beyond baseline. No clinical symptoms were reported. The manufacturer¿s technical services representative reviewed the submitted log file and observed an increase in power and decrease in average pi over time. Additional information was requested, but not provided.